Event description:
It was reported that a lead safety switch (lss) was activated, switching from bipolar to unipolar mode due to high out-of-range right ventricular (rv) lead pacing impedance measurements exceeding 2000 ohms. Technical services (ts) reviewed the event and noted that the increase in pacing impedance was gradual, and noise was observed in the unipolar configuration. No adverse patient effects were reported. This rv lead remains in service.